Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced they experienced high blood glucose level ranged from 16 mmol/l to 33 mmol/l. The customer treated with manual injections which made her blood glucose levels go down. The product will not return for analysis.